Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Interrogation of the pacemaker revealed unacceptable capture thresholds. Programming changes were made to the device. Patient remained asymptomatic.